Event description:
It was reported that there were air bubbles or gaps in the system, specifically in the infusion set tubing between the t: lock and the patient, observed during pumping. There was no adverse impact to the customer¿s blood glucose level. Large air bubbles or gaps were resolved, and the customer was able to resume insulin therapy, having acknowledged and understood the resolution.